Event description:
It was reported that this right atrial (ra) lead had pacing impedance measurements greater than 3000 ohms, which resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in unipolar, oversensing of myopotential noise was confirmed by the clenching test. It was determined that this was due to a lead conductor fracture and disconnection. The physician elected to reprogram the system and continue to monitor until next routine check-up. No adverse patient effects were reported. Currently, this ra lead remains in service.